Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 14 cm distal of the is-1 connector pin. The proximal and the distal fragment, which was severely stretched in length, were available for analysis. The visual inspection showed multiple signs of wear and tear along the lead fragments. Especially 11 cm distal of the is-1 connector pin, the insulation was damaged due to fraying and squashing. This damage can be regarded as the cause of the complained-about oversensing in the right-ventricular channel. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing. In addition, cuts in the insulation, deformed shock coils, and a damaged is-1 connector were detected. These damages were most likely caused during the extraction. In the further course, the passage resistances of the electrical conductors of the fragments were measured. No conductor fractures could be detected. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 128 months after implant due to oversensing.